Event description:
Co received info that during an explant procedure of an implantable cardioverter defibrillator (ICD) the physician noted insulation abrasions under the adaptors on this lead and a model 4320 serial number 080486. The physician placed a new adaptor over the leads and appropriate measurements were obtained. However, during electrophysiologic testing, the physician noted that the pt exhibited high defibrillation thresholds. He elected to remove the pt's leads from service. The model 4320 leads were capped and remain implanted. Total implant time: 115 mo.